Event description:
Patient came with crown in hand and fractured implant collar and was removed. Tooth#16.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional device information unknown / not provided. Email address unknown / not provided. Premarket identification k011028 and k013227. Device manufacturer date unknown / not provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). An impl tapered scr-v mtx 3.7mm 3.5mm 10mm (tsvb10) was returned for investigation. Visual inspection of the as returned product identified worn marking due to usage, bone and a fracture at the collar. Device history record (DHR) review was completed for the subject lot number (62877498). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (62877498) for similar event and no other complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed.